Manufacturer narrative:
Medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2005 - the pt had a composix kugel mesh patch implanted during a procedure to repair ventral umbilical hernias. On (B)(6) 2011 - the pt allegedly began suffering from severe abdominal pain, abdominal bloating, a fever, and vomiting. On (B)(6) 2011 - the pt presented to the emergency department due to the alleged unbearable pain she was now experiencing. Diagnostic imaging revealed a small central air-fluid cavity consistent with an abscess. Pt was admitted and treated for a small bowel obstruction, in which decompression and bowel rest resolved her issues. On (B)(6) 2012 - the pt began experiencing abnormal uterine bleeding. On (B)(6) 2013 - the pt underwent a hysterectomy procedure. During the hysterectomy it was alleged that the kugel patch had fragmented and literally disintegrated into her abdomen, specifically her intestines and bowels. Per the physicians operative report notes "there was a circumferential view of a large band down the right side, it could be seen that some portion of the abdominal mesh had herniated through the peritoneal side. It was difficult if not near impossible to identify the beginning of the mesh and the start of the small bowel running down the left side. The device remains implanted within the pt and it is alleged by the attorney that the pt was told by the physicians that the fragmented mesh was the cause of her bowel obstruction in 2011.